Event description:
Reporter reports her son's dexcom g6 device handle does not extract or release. There is a manufacturing problem with the device. The sensor also has a problem because it fails all the time.